Manufacturer narrative:
D4 (lot #): there are two suspected lot numbers h24a29132 and h24f05065. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector "kept spinning as the patient was trying to put on" a minicap transfer set after peritoneal dialysis (pd) treatment. It was reported there was no visible separation of the device and the white twist sleeve was able to clamp. It was reported the transfer set was replaced two days prior to the event. The transfer set was changed again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however the customer returned a companion sample from lot h24a29132 for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Hand twist test was performed and female connector did not separate from main body.the reported condition was not verified. A batch review was conducted for suspect lots h24a29132 and h24f05065 and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.